Event description:
It was reported that during an arthroscopic latarjet procedure, the implant fixation loop broke, which caused a delay for more than 30 minutes. A backup device was used and the surgery was converted to an open surgery.

Manufacturer narrative:
Results of investigation: the associated complaint device was returned and evaluated. A visual examination of the suture loop button indicated that the loop was no longer present, however the button was intact. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No clinical supporting documents were provided to conduct a thorough analysis of the reported issue. The manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The product analysis has concluded without the loop, the root cause, of the failed component could not be concluded. No medical assessment can be rendered at this time. No further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.